Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on cannula on lot # 8337709. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that there was dirt on the needle. The attached photos were examined and material was observed on the cannula shaft. It is difficult to determine the identity of this material solely from the attached photos. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200794548, 200794547] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the attached photos. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit experienced foreign matter on device cannula/in fluid path. Product defect was noted during use. The following information was provided by the initial reporter: customer reports: "... About 02 days later, when trying to use another syringe from the same batch, I noticed that when removing the orange cap, there was a 'dirt' on the needle, something like a powder, I removed it with cotton and not I used the syringe ".